Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via manufacturer representative, regarding a patient's implantable neurostimulator (ins). It was reported that patient's system was explanted due to infection and was scheduled for surgery this monday ((B)(6) 2007). The cause was unknown. Rep was going to follow up for additional information regarding patient's weight, explant date and replacement information. The event date was unknown. The devices were discarded by the hcp and were not going to be returned to the manufacturer. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient's weight was unknown. The location of the infection was battery site. No other actions/interventions took place to resolve the infection except for the explant. Event date was unknown. The explant date was unknown. Replacement device information was provided. The provided information was confirmed with the physician/account. No further complications were reported/anticipated.